Event description:
On june 11, 2008, the lay suer/pt contacted lifescan alleging the one touch ultra meter was reading imprecisely. The medical affairs specialist sent follow up questions to the technical service representative to ask the pt. The patient's wife answered the call and answered the questions. The pt stated that he obtained a result of around 300 mg/dl one night at the end of may and reportedly ate very little due to the result. The patient's wife couldn't give any further detail about the patient's diet adjustment, only that the carbohydrates are adjusted based on the meter reading. The pt went to sleep between 10 and 10:30 pm that night. At around 2 am the next morning, the patient's wife reportedly found him unconscious, perspiring, and unable to answer her questions. She states this is typical of hypoglycemia for him. The patient's wife gave him a spoonful of sugar syrup and tested him on the meter. The result at that time was 24 mg/dl. She tested his blood sugar a few minutes later and obtained a result of 24 mg/dl again. Then she gave him more sugar and tested him again, obtaining results of 28 and 27 mg/dl. She tested twice more and obtained results of 196 mg/dl and 30 mg/dl. After obtaining the 30 mg/dl reading, the pt reportedly finally felt better and went back to sleep. This was 30 minutes after the patient's wife gave him the initial sugar at 2 am. Based statistical criteria, the difference between the last two results exceeds the expected value of <= 20%. It is unknown exactly how much time elapsed between the last two readings but it is likely that the readings happened within 20 minutes because the entire episode from the first reading to the last reading happened within 30 minutes. The pt is on a set insulin regimen, therefore, he does not change his doses based on meter readings. He only changes the carbohydrates in his diet. The patient's wife states the pt typically has several hypoglycemic events in a month. It was determined during the troubleshooting telephone call, the patient's testing technique was correct but the puncture area was not cleaned. The test strips were within expiration dating and in good condition. The meter was set to the correct unit of measure and calibration code number. This complaint is being reported because the pt allegedly obtained a high result, ate less due to the result and claimed he suffered symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.